Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 due to stress urinary incontinence and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 due to mixed urinary incontinence and mesh was implanted with concurrent excision of rectovaginal mesh due to pelvic/rectovaginal mass. It was also reported that following insertion the patient experienced pain, erosion, extrusion, infection, fistulae, recurrence, bleeding, dyspareunia, organ perforation, vaginal scarring and urinary/bowel problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to pop, cystocele, and rectocele. It was reported that patient underwent bso on (B)(6) 2009 due to ovarian cyst and pelvic pain; and underwent laparoscopic drainage of pelvic abscess on (B)(6) 2009. It was reported that the patient underwent lysis of adhesions and drainage of pelvic cyst on (B)(6) 2010 and underwent lysis of adhesions, excision of ovarian cyst, and appendectomy on (B)(6) 2010. It was also reported that on (B)(6) 2011, the patient underwent colonoscopy. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and meshes were implanted. Although no medical record was provided, it was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.